Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported guide break; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
User facility medwatch report received that states: "describe the event or problem: per md's report: the patient is an elderly male who has history of coronary artery bypass surgery, status post CABG(coronary artery bypass grafting) to the lad (left anterior descending artery) with a lima (left internal mammary artery)and saphenous vein graft to the diagonal branch. Since then, the patient had pci(percutaneous coronary intervention) to the proximal circumflex and mid circumflex, as well as the saphenous vein graft to the diagonal. He has been having recurrent chest discomfort, underwent a stress echocardiography which showed lateral wall ischemia, for which he was brought in for heart catheterization. After informed consent was obtained including risks, benefits and alternatives, the patient was brought in catheterization lab in fasting state. The patient was prepped and draped in sterile fashion. Lidocaine 1% was used to anesthetize the right groin. Using modified seldinger technique, access to right femoral artery was obtained for placement of 5-french arterial sheath, 5-french jl4 engaged ostium of the left main and multiple views were taken. We then exchanged for a 5-french jr4 to engage ostium of the rca (right coronary artery) and one picture was taken. We then engaged into the saphenous vein graft to the diagonal and multiple pictures"were taken. We then exchanged for an im (internal mammary) catheter, engaged into the subclavian and then the lima, and multiple pictures were taken. We then exchanged for a 5-french pigtail catheter across the aortic valve, performed left ventricular end-diastolic pressure, left ventriculogram, then pulled the catheter across the valve with no evidence of gradient. After reviewing images, decision was made to ffr (fractional flow reserve)the mid circumflex given this was the area that had the lateral wall ischemia. So, patient was heparinized. After exchanging for a 6-french sheath, we advanced a 4.0 xb. Ffr wire was zeroed outside of the body and then equalized in the proximal portion of the left main where it was a normal segment and then the ffr wire was advanced distally and then we performed actually rfr (resting full-cycle ratio) with a value of 1.0 consistent with lesion being nonsignificant at all. Wires and catheters were removed. We did a final angiography to make sure there was no damage to any of the vessel from the wire and then did right iliofemoral angiography. We attempted to deploy a perclose; however, the perclose device actually broke as it was going in, luckily was able to actually nudge the distal end of it and remove it. No patient harm. We placed the sheath back in and then later on after reversing heparin with protamine, we did manual pressure with good hemostasis. No sign of hematoma. Patient tolerated procedure well and was discharged. Manufacturer response for device, hemostasis, vascular, perclose proglide (per site reporter) ccl manager spoke to representative. Device is with me (quality coordinator). What was the original intended procedure? Selective coronary angiography : left heart catheterization. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working)" subsequent information received: the proglide device was deployed in the right common femoral artery. Reportedly, the device broke but was still held together by the actuator wire.